Manufacturer narrative:
The battery (bat212210) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device could not be performed since the device was not returned for evaluation. Log file analysis revealed that the controller (con212109) in use at the time of the event contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat212210. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and battery. An internal investigation was opened to evaluate momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed that the controller in use at the time of the event contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and battery. An internal investigation has been opened to investigate momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the battery exhibited power switching several times. Log files show potential switching events. Connection to the power port of the controller was found to be tight. The battery was exchanged. No patient complications have been reported as a result of this event.